Event description:
It was reported during an lar procedure, there was breakage after using the device as a result of malformed staples. Unk how the case was completed. There were no adverse consequences to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.